Manufacturer narrative:
Attempts are being made to retrieve more patient information and case details from a foreign distributor.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.